Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.the user reported sensor inaccuracies. The case was escalated to next level support for further assistance. Upon review, it was determined that the user's system had experienced a period of instability. In addition, the user had stopped using the system as of (B)(6) 2024. It was suggested that the user to continue to use the system while monitoring performance. Customer care attempted to contact the user to provide this information, but the user was unresponsive. As such, no further investigation was possible.

Event description:
Senseonics was made aware of an incident where user reported inaccuracies in sensor readings.no injury or medical intervention was reported.upon review, it was determined that the user's system had experienced a period of instability. In addition, the user had stopped using the system as of (B)(6) 2024. It was suggested that the user to continue to use the system while monitoring performance. Customer care attempted to contact the user to provide this information, but the user was unresponsive.